Event description:
A center director reported that two days following lasik, the patient had punctal plugs inserted in both eyes due to eye dryness. The event resolved with the treatment. No further information is expected. There are two medical device reports associated with this event. This report is for the left eye.

Event description:
The patient reported discomfort in the left eye only.

Manufacturer narrative:
Evaluation summary: the sample is not expected to be returned for evaluation. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
.